Event description:
It was reported that two screws broke 1-2 months postoperatively. The screws remain implanted and no patient injury has been reported to date. As the device broke and could require surgical intervention to remove the device an MDR is being filed to document this event.